Manufacturer narrative:
Product analysis of sfr-6-30, lot# b381740 visual inspection/damage location details: the finger markers were found aligned within the introducer sheath. No bends or kinks were found with the solitaire fr pusher. No damages were found with the solitaire fr marker coil. The marker band was found damaged (flattened). The glue domes were found damaged. The stent was found to be still attached to the pusher. Upon visual inspection, the attachment zone revealed no electrical etching. The stent's non-working length struts were found to be damaged. The middle and working length struts were found to be in good condition. Testing/analysis: the solitaire fr stent device was pushed out from within the introducer sheath without issue. Continuity testing was performed on the returned solitaire stent device. The stent was electrically isolated; the detach wire was not electrically isolated which is normal. These results indicate that the stent should be able to detach normally. The detachment test was then performed using an in-house solitaire detachment system and cable set. The stent detachment occurred at 0 minutes and 54 seconds. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the stent was found still attached to the pusher. However, no defect was found with the returned solitaire fr stent device that would have contributed to the event. ¿non-detachment" can occur if the user does not maintain a correct flush rate, using an incorrect needle size, the cables are connected incorrectly, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and not maintaining saline drip through the microcatheter. However, the root cause for the reported event could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was not confirmed as the solitaire was found to be intact. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was separation of the solitaire and the stent would not detach. The patient was undergoing surgery for treatment of an ischemic stroke of the left middle cerebral artery m1. The patient's bassline mrs score was 4, nihss score was 14 and tici score was 1. Procedure the mrs score was 4, post procedure the nihss score was 14 and the tici score was 2b. IV tpa was not contraindicated. There were 6 passes with the device. It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 7 hours. It was reported that the microcatheter reached the lesion site. Delivered the intracranial thrombectomy stent sfr-6-30, opened at the occlusion via a microcatheter. Observation found a narrow lesion. The surgeon planned to detach the stent, used the stent detachment system, but failed to detach the stent normally. After many attempts to no avail, they finally changed to sfr-4-20 to push normally and detached. Separation occurred. The patient had vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. There was 1 pass using the stent. There was no friction or difficulty during the procedure. The microcatheter tip covered the stent proximal marker during retrieval. The stent was removed from the patient. There was no surgical or medicinal intervention required. The physician attempted to detach the stent 6 times. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a poco guiding catheter,  navien guide catheter, microcatheter, and avigo guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that after 6 times, the fr stent had not been detached and the reason for failure was not clear.